Manufacturer narrative:
The lot number for the malfunction was not provided; therefore a lot history will not be performed. The device was returned and fluid leak was confirmed. The definitive root cause could not be determined based upon available information. The device was labeled for single use.

Event description:
This event summarizes one malfunction. The information reviewed indicated that model 0600040 chronic catheter allegedly experienced a split and leaked. This report was received from one source. The patient's age, weight, and gender were not provided. There was no reported patient injury.

Manufacturer narrative:
One device was returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This event summarizes one malfunction. The information reviewed indicated that model 0600040 chronic catheter allegedly experienced a split and leaked. This report was received from one source. The patient's age, weight, and gender were not provided. There was no reported patient injury.